Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a shocking sensation. This sensation was occurring daily. This had been happening with the therapy off since (B)(6) 2015. The patient was getting weaker gradually. A manufacturer representative met with the patient to evaluate the device. The cause of the shocking sensation was still under evaluation but it was noted to possibly be from the device. Further diagnostic testing was planned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.